Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/14/2025, it was reported by a sales representative via phone that an ar-1588r-ib acl repair tightrope with internalbrace mechanism did not convert. The suture did not go through the button and the converting flag broke. This occurred outside of the patient's knee during an acl repair procedure on (B)(6) 2025. The case was completed using a btb tightrope. The case was not delayed and the patient was not affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.